Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and turbid fluid. On an unreported date, the patient was treated with meropenem injection (1g) and vancomycin injection (1g) for the event. The cause of the event, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5, b7 and d10. B5: upon follow-up, it was reported that the cause of the event was unknown. On an unknown date, the patient was hospitalized and was treated with vancomycin injection (intraperitoneal, ongoing), and ceftazidime injection (1g, intraperitoneal, once a day, ongoing) for the event. At the time of this report, the patient has recovered from peritonitis and was discharged from the hospital on an unknown date. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.